Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with chronic gastrointestinal bleed (gib) stated that she was passing dark stools. The patient was instructed to have labs drawn. Hemoglobin was found to be 5.5 g/dl. The patient was admitted for a blood transfusion on (B)(6) 2020. The patient had chronic gib and arteriovenous malformations. The patient has had multiple interventions in the past and there are no other treatment options at this point. The patient's bleeding was stopped. The patient's bleeding was aggravated by lactulose which the patient has to have on a scheduled basis due to elevated ammonia levels. Clinicians plan to treat anemia with blood transfusions as needed.